Event description:
It was reported that the customer had recurring issues with her sensor and blood glucose level reading difference. The insulin pump would not calibrate the sensor. The sensor started reading low numbers. Her insulin pump went into threshold suspend, when her blood glucose level was 88 mg/dl. Her blood glucose level was 253 but her sensor glucose reading was 142 mg/dl. The customer's sensor and blood glucose level difference was not within an acceptable range. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.